Event description:
The customer reported battery issue, unit can not stay on.

Manufacturer narrative:
(B)(4). This is a reportable event where a device that fails to power up may impact the delivery of therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.